Manufacturer narrative:
Concomitant medical products: product ID: 429688 lead, implanted: (B)(6) 2013; product ID: dtma1d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high thresholds on the right atrial (ra) lead. It was noted there was a history of high and fluctuating atrial capture threshold. It was also noted that atrial capture could not be confirmed on the current electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.